Event description:
The customer reported to customer service that she was using her breast pump that she purchased in 2008 and it ¿sparked and caught fire.¿

Manufacturer narrative:
Customer service sent the customer a replacement power supply. In follow up with the customer, she indicated that she witnessed sparking and a small flame ¿that immediately burned out on its own¿ when she plugged the transformer in. She also indicated that wires were exposed at the strain relief and that no injuries were sustained as a result of the issue. A product evaluation confirmed exposed wires at the strain relief and a short which could result in sparking, though no sparking was observed during the evaluation. Product eval - as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed nothing unusual with the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.13 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 0.98 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 63.31 ohms, which is normal and indicates that the thermal fuse did not blow.